Event description:
A malfunction alarm was reported, with the malfunction code 0x277d, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in successfully resetting it, with no recurrence of the malfunction code afterward.